Event description:
Boston scientific received additional information that the patient passed away three days later. The field representative explained that the patient presented to the emergency department in kidney failure. The patient's condition at the time was very poor and she continued to decline. The reason for the lead revision was the electrophysiologist did not feel the chronic rv lead was reliable because of the intermittent capture, which wasn't identified until the patient was at the hospital from an EKG. At that time, the field representative was contacted and increased pacing outputs to resume normal capture. Prior to the procedure the patient was given conscious sedation because the anesthesiologist did not feel the patient was stable enough for general sedation. The field representative noted the reason the revision was aborted was because the patient started to flail around. She was also having issues with breathing and her saturation levels were dropping. It was also noted that the physician injected a little contrast during the procedure. This concerned the patient due to her kidney failure. The field representative noted the physicians did not feel the revision was necessary at this time and had planned to revise the lead at a later time when the patient became more stable. The patient passed away three days later. The products will not be returned to boston scientific. Both leads were abandoned in the patient.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that when reviewing information on the remote home monitoring system intermittent right ventricular (rv) capture was observed for this pacemaker dependent patient. The physician noted an alert for low rv amplitude had occurred recently. Boston scientific technical services (ts) was consulted and discussed that the alert occurred approximately three months earlier. Ts also noted fluctuating impedances over the last year. A revision procedure was performed where a new rv lead was unsuccessfully attempted. The physician opted to keep the chronic rv lead implanted until the patient became stable for another revision procedure. At this time the rv lead and pacemaker remain in service and no additional adverse patient effects were reported.